Event description:
It was reported that during a da vinci-assisted surgical procedure, the technical support engineer (tse) was told that the universal surgical manipulator (usm) arms felt glitchy. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse inspected patient side cart (psc) arms, testing all buttons, functions, and movements through all ranges of motion, but was not able to replicate issue. Additionally, fse ran surgeon side cart (ssc) preventative maintenance (pm) data terminal equipment (dte) tests on both consoles. Both ssc's passed all dte tests. System verification successfully completed with no anomalous behavior observed with any of the arms. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation.